Event description:
It was reported that the balloon catheter became entrapped on the guidewire. A v-18 control wire and 8.0 mm x 80 mm, 135 cm ranger balloon were selected for use in a percutaneous transluminal angioplasty procedure. The balloon was unable to be advanced on the guidewire; therefore, the balloon never entered the patient. The guidewire and balloon were removed together, and the procedure was completed using a new guidewire and new ranger balloon. There were no patient complications.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, visual inspection of this v-18 control wire found that the device was kinked at the distal and middle sections. The clinical observation was confirmed due to the device condition.

Event description:
It was reported that the balloon catheter became entrapped on the guidewire. A v-18 control wire and 8.0 mm x 80 mm, 135 cm ranger balloon were selected for use in a percutaneous transluminal angioplasty procedure. The balloon was unable to be advanced on the guidewire; therefore, the balloon never entered the patient. The guidewire and balloon were removed together, and the procedure was completed using a new guidewire and new ranger balloon. There were no patient complications.